Event description:
It was reported that the 9800 system would not fluoro and had an anode warm error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The lemo pin connector was replaced and the configuration files re-loaded during the service call. The system was tested and found to be working as intended and put back into service.